Event description:
It was reported that the user received repeated restart alerts on the ilet during a planned supply change, and despite multiple restarts and dry runs without supplies, the device was unable to proceed past the rewind step, indicating a mechanical problem consistent with consecutive stalled motor alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with a device mechanical malfunction during restart and rewind. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.